Event description:
Clip applier not releasing clips correctly and clip were not staying clamped. Faulty clip applier was removed from use and another was given to the surgeon. No other issues were noted. Manufacturer response for liga clip, (brand not provided) (per site reporter): via email.